Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified iliac vessel. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on the sixth inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 4mm in length and extended from a position 14mm distal of the proximal markerband to 18mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified iliac vessel. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on the sixth inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.